Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient, who's undergone primary breast augmentation with two 425cc mentor smooth round moderate plus profile saline breast prostheses, suffered spontaneous right breast implant deflation, post-procedure. The deflation was diagnosed during an in-office visit. As a result, the patient underwent removal and replacement with a 425cc mentor smooth round moderate plus profile saline (catalog: 3502425 lot: 7703089 sn: (B)(4)) on (B)(6) 2021.

Manufacturer narrative:
On(B)(6) 2021, mentor received additional information indicating that the patient also had some contraction of the breast pocket and thickened capsule, post-procedure. Along with the removal, the patient also underwent extensive right breast capsulotomy. On(B)(6) 2021, the product investigation summary was updated with the following statement: mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 11, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. During the visual analysis of the returned sample, sm mpps dv 425cc it was identified a tear on the anterior view, near to the valve system. Microscopic examination was performed, and the cause of the deflation could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: according with the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. (B)(4).

Manufacturer narrative:
On may 14, 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).